Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported pericardial effusion. Pericardial effusion is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the pericardial effusion. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a pericardial effusion. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4 and a pre-existing chordal rupture. A steerable guide catheter (sgc) was used, but during the procedure a pericardial effusion was noted. The pericardial effusion was not treated. The procedure was completed with one clip implanted. The mr was reduced to grade 1-2. There was no clinically significant delay in the procedure. No additional information was provided.